Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 188 mg/dl. Customer stated that they changed batteries today and it failed 4 batteries in a row and also got a week battery. Troubleshoot for failed battery test alarm was performed and customer reported that compartment and spring are damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery test alarm, weak battery alarm or battery loss power alarm noted. Insulin pump received with corroded battery tube.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm, weak battery alarm or battery loss power alarm noted. The insulin pump was received with minor scratched display window, corroded battery tube, cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube and stained end cap sticker.